Event description:
Arterial pod pump dialysis tubing noted to have a split, causing blood loss of approx. 200 cc. Patient was removed from machine and placed on new machine. Treatment resumed without further incident. No harm to patient. The machine that this patient ran on has been pulled from service and the manufacturer has been notified to come out and check the machine. Also all the lot numbers 80855059 of that line have also been pulled off the floor.